Manufacturer narrative:
Integra has completed their internal investigation on 02/06/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device history record for the unit(s) listed in this complaint under lot code: 129 manufacturing date of 12/14/2012. A total of 06 work orders were made under this lot and all passed the 1101 inspection checklist. ¿ 099025 (10/08/12): a total of (B)(4) skull clamps were made. ¿ 094531 (10/11/12): a total of (B)(4) skull clamps were made. ¿ 101322 (11/29/12): a total of (B)(4) skull clamps were made. ¿ 099330 (12/03/12): a total of (B)(4) skull clamps were made. ¿ 101323 (12/10/12): a total of (B)(4) skull clamps were made. ¿ 094534 (12/14/12): a total of (B)(4) skull clamps were made. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. Conclusion; in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2012 with no prior service history.

Event description:
On (B)(6) 2016, the a1059 mayfield modified skull clamp was in use on a (B)(6) year old (B)(6) patient undergoing a craniotomy posterior fossa with microvascular deco (right) when it was involved in a slip and the patient was lacerated on the posterior left parietal scalp. The laceration was closed primarily with absorbable 4-0 biosyn sutures. The a1072 adult disposable skull pins were being used (lot#: w1607112). A new set of skull pins was opened and used once the problem occurred. The incident led to a 45 minute delay in the surgery.